Event description:
The customer reported that the patient passed away more than one week after the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause for the malfunction to be an electrical short between pins seven and eight of the chargepak and switch flex assembly. This resulted in an excessive current leakage and depleted the internal hlc battery charge. A replacement device was provided to the customer. Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause for the malfunction to be an electrical short between pins seven and eight of the chargepak and switch flex assembly likely caused by a shorting tin whisker. Upon evaluation, tin whisker fragments were observed and a shorting tin whisker is known to cause the internal hlc battery to become depleted. This short resulted in an excessive current leakage and depleted the internal hlc battery charge. A replacement device was provided to the customer.

Event description:
It was reported that the device would not power on when the user attempted to use it during an emergency patient event. There were no further details on the event and/or adverse effects to the patient provided. Physio-control's clinical review of the reported event determined that there was insufficient data available to determine the impact of the device use on the patient outcome. The patient ECG rhythm during the event is unknown.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause for the malfunction to be an electrical short between pins seven and eight of the chargepak and switch flex assembly. This resulted in an excessive current leakage and depleted the internal hlc battery charge. A replacement device was provided to the customer.

Manufacturer narrative:
The initial emdr reads: there were no further details on the event and/or adverse effects to the patient provided. The initial emdr should read: the customer reported that the patient passed away more than one week after the event.